Event description:
The neurosurgeon placed the catheter. While attempting to remove the stylet, he encountered resistance. The catheter seemed to "bunch up" while attempting to remove the stylet. Several attempts were made to remove the stylet with no success. The catheter was removed and replaced with a different product. It is unk if there was pt injury. Intervention was required to replace the catheter.